Event description:
It was reported that during preparation of the promus 4.0 x 12 mm stent, negative pressure was applied to the device and the stent dislodged from the delivery system outside the patient anatomy. The device was not used in the patient. Another of the same stent was used to complete the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. Evaluation summary: evaluation of the returned stent delivery system (sds) found blood visible on the balloon and contrast in the inflation lumen, consistent with preparation and handling. The stent implant was returned dislodged and located over the tip of the sds. The distal end of the stent implant was located 9.5 mm distal to the distal marker. There were fibers entwined on the stent struts. There was no damage noted to the stent implant. Crimp marks were visible on the tightly folded balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. The distal and proximal stent outer diameter measurements met manufacturing criteria; however, the middle measurements were oversized per the product specification. However, stent outer diameter is verified 100% at the time of manufacture and units in this lot were all within the required specification. This over-sizing most likely occurred at the time of dislodgement as it is expected that the stent would expand during travel over the balloon shoulders. Potential factors that can contribute to stent dislodgement outside the body prior to use may include, but are not limited to, improper or inadequate crimping at the time of manufacture, positive pressure during preparation of the sds, negative pressure during sheath removal, forced sheath removal, or handling of the stent during device preparation. To ensure this is not the result of a manufacturing deficiency, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. It is possible that as negative pressure was applied to the sds, the stent was inadvertently handled, resulting in the stent dislodging distally on the balloon. Additionally, as the fibers noted on the stent were not reported with the case information, it is possible they came in contact with the stent during preparation for use or during packing for return analysis. A review of the lot history record for the reported lot revealed no associated non-conforming material records. Additionally, a query of the complaint handling database was performed and revealed no other incidents reported for this lot. In summary, based on this investigation, there is no indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device has been returned for evaluation. A follow-up report will be submitted with all additional relevant information.